Event description:
Medtronic received information that this bioprosthetic valve, implanted approximately four years was explanted. At explant, tears in the left and right coronary leaflets were noted. The patient experienced heart failure. The valve was successfully replaced with pericardial valve with no adverse patient effects.

Manufacturer narrative:
Analysis: upon receipt at medtronic's quality laboratory, all leaflets were slightly stiff but flexible. A tear through the free margin and lunula of the non-coronary cusp was consistent with contact with a long suture tail. A tiny abrasion was noted in the lunula of the non-coronary cusp below the tear. A small abrasion in the lunula of the right cusp appeared to be due to contact with the seam on the bias cloth. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Remnants of glistening off-white pannus remained attached to the inflow margin of attachment of the non-coronary cusp and in the left right inferior coaptive area. Radiography showed trace mineralization in all commissures and along the outflow margin of attachment. Conclusion: reduced performance of the valve is attributed to mineralization and host tissue overgrowth. These findings are generally considered a patient related condition. Additionally, a long suture tail is attributed to use error.